Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not advance out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the ruby coil lp was advanced through its introducer sheath without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02087.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2021-02087 h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, two ruby coil lps would not advance out of the introducer sheaths. Therefore, they were removed. The procedure was completed using a new lp coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02087.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps. During the procedure, two ruby coil lps would not advance out of the introducer sheaths. Therefore, they were removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.